Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the hospital post motor vehicle accident. There was a suspicion of either syncope or seizure. Upon device evaluation, the atrial lead exhibited low p-waves and loss of capture. Atrial lead dislodgement was suspected. The physician believed that the device was had nothing to do with the patient's accident and reason for admission. The lead was extracted and replaced. The physician noted that the initial implant was 'a mess' and the initial placement of the lead was very medial. The patient was stable before, during, and after the procedure.